Manufacturer narrative:
The technician found that the casters were worn and needed to be replaced. He replaced the casters to repair the bed.

Event description:
Info received indicates the casters would swivel when the bed was in the brake mode.